Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: united kingdom. Review of the most recent repair record determined the power switch was stuck as it would not spring back to the correct position after the lever was pressed, and the width plates were damaged. The poppet housing, poppet spring, poppet, hinge, and seals were replaced and resolved the reported issue. The width plate was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during cleaning, on an unknown date, the device was in need of repair for an unknown reason as any fault that comes back from ssd is marked up "decon only". There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation a damaged width plate was found. Due diligence is completed; no further information is available.